Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 260 while using the ilet and had recently performed a supply change; there were no reports of site leakage or device alarms, and glucose trended down to 173 after corrections and education were provided. Symptoms included hyperglycemia, polydipsia and lethargy. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.